Event description:
During the end of the l3-4 laminectomy, the metrx disposable tubular retractor (angled - 18mm x 7cm) broke at the attachment point of the articulating arm. This was carefully removed and replaced with a different tubular retractor. It was noted that a small piece of the clear plastic had broken off the tip of the metrx disposable tubular retractor. FDA safety report ID# (B)(4).